Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of an 840 ventilator was inoperable during the preventive maintenance. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the back-up power supply (bps) printed circuit board (pcb) pcb). The unit passed all testing and operates within the manufacturing specifications.